Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of baclofen via an implantable pump for intractable spasticity. It was reported a motor stall was seen upon interrogation. It was reported the pump logs showed a stall occurred on (B)(6) 2018 with a tube set on (B)(6) 2018. It was indicated the patient did have a magnetic resonance imaging procedure (MRI) and it had been more than 2 hours since the patient exited the MRI field. It was indicated the pump was not alarming. The pump was interrogated a second time with the clinician programmer tablet and therapy application (software (B)(4)) and the logs showed a recovery occurred on the day of the report, (B)(6) 2018. Telemetry state/mode was reviewed. No symptoms were reported, and the hcp aspirated the pump reservoir and got back the expected volume from the pump as well. No further complications were reported or anticipated.

Manufacturer narrative:
Interrogation of the device revealed the pump had been programed to deliver 2000 mcg/ml of lioresal at 96.1 mcg/day. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer. Additional information was received from the manufacturing representative (rep). The rep confirmed the device was replaced due to the false motor stall/telemetry state that occurred on (B)(6) 2018, associated with the MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep). It was confirmed the patient had an MRI on the day the motor stall occurred, (B)(6)2018. The patient's weight was not available.

Manufacturer narrative:
Evaluation of pump serial number (B)(4) revealed the following: the returned device passed all testing in the laboratory and no anomalies were identified. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.